Event description:
Analysis of the returned device found that the microdelivery catheter had separated. There was no clinical consequence to the patient, due to the observed damage to the device.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Analysis of the returned device found that the microdelivery catheter had separated. The stabilizer was returned inside the microdelivery catheter with the distal end sticking out about 1.0cms proximal to the stent¿s proximal markers. The stabilizer was kinked on its proximal shaft at 0.5cm and 2.5cm from its proximal end. The stabilizer had separated after kinking in both places. The stent was returned inside the microdelivery catheter in its intended location. No other anomalies were observed. The damages noted on the returned device are indicative of stent deployment friction. The cause of this complaint is unusually high friction between the stabilizer, microcatheter, and/or stent in the system. The root cause of high friction during deployment cannot be definitively determined in this case. Known possible causes are: highly tortuous anatomy; inadequate flush and manufacturing defects in stent loading. Due to the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, kinking and breakage. Based on all information available, a root cause for the reported inability to deploy the stent cannot be determined. There was no clinical consequence to the patient, due to the observed damage to the device.